Manufacturer narrative:
Citation: van lint et al. Temporal trends of transcatheter aortic valve implantation in a single belgian centre over 15 years: 30-day and 1-year outcomes. Acta cardiol. 2026 may;81(3):324-337. Doi: 10.1080/00015385.2026.2614642. Epub 2026 jan 10. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding temporal trends of transcatheter aortic valve implantation in a single belgian medical center over 15 years. The study population included 1000 patients who were predominantly male with a mean age of 82 years old. Multiple manuf acturers¿ devices were implanted in the study population; medtronic devices included evolut r (n = 134) or evolut pro (n = 141) bioprosthetic transcatheter valves. Deaths occurred in the study population; however, there was no statement establishing a causal or c ontributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: valve migration, major bleeding or vascular complication, cardiac tamponade, disabling stroke, coronary occlusion, endocarditis, arrhythmia requiring permanent pacemaker implant, valve thrombosis, peak transvalvular gradients of 23.1 mmhg, moderate to severe aortic regurgitation (ar), cardiopulmonary bypass (cpb), valve reintervention, and conversion to surgery. No further information was provided pertaining to medtronic products.